Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) inform the user of the potential for lead fracture during the interval that the lead remains implanted. The event will be reevaluated if additional information becomes available.

Event description:
The customer reported that the patient was checked at a regular follow up on (B)(6) 2012 with no indication of any lead issue. On (B)(6) 2013 the patient presented with recurring syncopal episodes with complete heart block. During flight from (B)(6). There was no right ventricular (rv) capture noted so an external pacer was applied. The rv lead was capped on (B)(6) 2013 and a new lead was implanted. On (B)(6) 2015 new information received by the customer indicates there was a lead fracture. The lead was actively implanted for approximately 8 years, 5 months.